Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent hemodialysis treatment in the hospital due to kidney failure. Due to poor vascular conditions, a chronic catheter set was used for dialysis. During the procedure on the same day, when the catheter was placed, a crack was observed at the venous luer adapter of the catheter, resulting in a blood leak at the adapter. Tego was not utilized. The insertion site was not treated prior to product placement. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use, and no other defects or damages were found on the product. The catheter was repaired on the same day by immediately replacing the adapter to continue the patient's dialysis as the initial disposition and the dialysis therapy were completed. The amount of blood lost as a result of the event was unspecified, and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. The patient did not have cross-infection due to the event. There was no reported patient injury.